Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. Investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Root cause description : undetermined. Rationale : no batch#/sample available.

Event description:
It was reported that bd precisionglide¿ needle, the "customer noticed insulin leak from the syringe/needle tip assembly, originating from the connection between the needle tip and syringe body." No serious injury or medical intervention was reported.